Manufacturer narrative:
This report is submitted on october 15, 2021.

Manufacturer narrative:
This report is submitted on august 26, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to non-use and no benefit. There are no plans to reimplant the patient with a new device as of the date of this report.